Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have sensor issues. Customer's sensor glucose and blood glucose had big variance multiple times. Threshold suspend had been triggered by the sensor. Customer's sensor glucose was 41 mg/dl and blood glucose was 256 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Analysis inspected one random opened and used sensor and performed continuity resistance test and sensor passed per specifications communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.